Event description:
It was reported that the end user was sitting out by the pool on the rollator. The front left wheel apparently came off and she fell, fracturing her wrist.

Manufacturer narrative:
End user was sitting out by the pool on the rollator. The front left wheel apparently came off and she fell, fracturing her wrist. Family indicated she had surgery to repair the fracture. Sample was not returned for evaluation, and no responses received requesting additional info. We do not have any additional details pertaining to her reported injury. A few photos were sent from the enduser showing the bolt is bent and the threads are stripped. Without the sample, cannot verify the overall condition of the product. Without the actual sample or more detailed info, the root cause cannot be determined. The lot number provided is missing 2 numbers. Due to the reported injury, this MDR is being filed.